Event description:
Parker 420 door lock problem. Door was falling on tub, found drive pin was broke on hinge bearing assembly, customer declined repairs due to cost too high, unit not operating to specifications and arjohuntleigh technician mentioned to customer that it's unsafe to use. This equipment was voluntarily tagged out for service by the customer and not used with pts; it is unlikely there was any potential for injury.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the manufacturer arjo hospital equipment (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.